Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter separated while being advanced into the patients body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. Microscope inspection showed no damage to the distal tip, or the guidewire exit port assembly. Impedance testing showed an electrical open at the distal end of the catheter, between 0-10 cm from the distal housing. Functional inspection revealed that the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing, it was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced and a test guidewire was inserted, and no resistance was noted while tracking the guidewire into the catheter. Based on the evidence, the reported event of device separation cannot be confirmed since the device returned without a detachment, however additional product issues were noted. B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter separated while being advanced into the patients body. The procedure was completed with another of the same device. No patient complications were reported.